Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported x-rays confirmed the lead placed at the l5 vertebral level had migrated. Surgical intervention may be undertaken at a later date.

Event description:
Additional information received indicated surgical intervention was undertaken and the lead was explanted and replaced. Effective coverage was reportedly restored.